Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room complaining of chest pain and imaging revealed the right atrial (ra) lead perforated the atrium. Fluoroscopy showed that the lead had dislodged from the original implant location and migrated to the lateral wall. The lead was programmed off and explanted and replaced the following day. No further patient complications have been reported as a result of this event.